Manufacturer narrative:
The device was returned to the MFR for eval. All internal wires were measured during analysis and there was no issues observed. The system controller was functionally tested under various loaded conditions using a mock circulatory loop and was found to operate as intended. A review of the device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt suddenly expired. The pt didn't look well for several weeks leading up to his death. The pt's recent computed tomography scan showed growing metastases from his prostate cancer. The pt became acutely unresponsive and emergency medical services (ems) were called but couldn't bring him back. The pt's wife stated that there were no vad alarms and the pt's implantable cardiac defibrillator (ICD) did not fire which made the hosp suspect the pt went asystole. No autopsy was performed and the pump was not explanted.